Event description:
The accounts engineer stated that the head section of the bed ran up unintentionally. He has isolated the pendant but the problem remains.

Manufacturer narrative:
The accounts engineer isolated the issue to a control circuit board failure. Repairs could not be completed due to obsolete parts for the 33 year old bed.